Manufacturer narrative:
MFR's report date: (B)(4) 2013. Internal file no: (B)(4). All affected products have been requested. Received notice from the customer that they did not save the tubing and will be unable to return it for evaluation.

Event description:
Sales representative reported on the customer's behalf that the pump module is not delivering the dosage of medication in the intended amount of time. "They reported a blood infusion was programmed to deliver 350 mls over 2 hours. At the end of 2 hours, there was still 100 ml of blood left in the container." Additional information received from the customer. They are experiencing sympathetic flow from the primary bag when infusing large secondary bags (500 and 1000 ml). This is potentially contributing to the under infusion of the secondary medication. There was no report of patient harm and no medical intervention required. Although requested, no additional patient or event information was provided.